Event description:
Customer reported an under infusion. The patient did not receive the total amount of the drug ordered by the physician. Rituximab order was for 680mg. The dose was reconstituted with 272ml of 0.9% ns for a total bag volume of 340 ml. Rituximab infusion was started at 25 ml/hour around 1025 on (B)(6) 2013. The duration varies with this medication because the nurse titrates the rate every 30 minutes based on whether or not the patient tolerates the infusion. The rate for this infusion ranged from 25 ml/hour to 75 ml/hour. The volume to be infused completed at 1425 fluid remaining in IV bag. The IV bag was sent to pharmacy for measurement and 140 mls remained in the bag. The customer feels the nurse programmed the device for 272 ml instead of 340 ml for the total volume. Customer requests an event log review for user programming and vtbi entered. There was no patient harm reported and no medical intervention was required. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). All affected product has been requested. The event logs have been received. Although requested, the data set has not been received. A follow up report will be submitted once the investigation has been completed.